Event description:
According to available information, this device required explantation due to an infection. The surgeon said the patient healed well after implant and was using the device and really liked it. A hematoma developed after about 3 months and shortly thereafter the patient showed signs of puss drainage from a pin hole in his scrotum. The device was noted to be in perfectly good working condition other than the infection on and around the implant. A malleable device was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.